Event description:
It was reported that the ventilator was not working on main supply. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator was not working on main supply. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. Based on technician statement, liquid ingress could be seen on the ac/dc converter board which caused the power malfunction. The ac/dc converter board was replaced to resolve the issue. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. It has remained unknown under which circumstances the liquid entered the unit. Nevertheless it can be concluded that the operator of the device must have been aware about that situation as the device was separated and getinge service had been called. Unfortunately, device logs have been not available for the further analyze of the issue. Therefore, the root cause could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/22/2022. Corrected manufacture date: 01/27/2022.

Event description:
Manufacturer's ref. #: (B)(4).